Event description:
It was reported the system's cine function failed to operate; thereby losing subtraction, road-mapping, or other critical vascular cine functions. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board, image processor board and local cine hdd were evaluated and replaced. The system was tested and found to be working as intended and returned to service.